Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Issue occurred in the past, therefore tandem technical support could not troubleshoot. There was no impact to the customer¿s blood glucose level.